Event description:
It was reported that during the pre-use check, the bottom part of the product was chipped (and/or missing). No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2022-06231. The report was submitted in error, corrected data: corrected information provided in h10.